Event description:
It was reported that during an unknown procedure, the reusable clip applier was used with the lt100 clips. Post operative, the clips slipped off a branch of the inferior mesenteric artery. The patient passed away. Death date was unknown.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information was requested and the following details have been provided: was the same reusable clip applier used in this incident as the other one reported (medwatch # 3005075853-2010-07404)? Yes. Did both incidents involve the same surgeon? Yes. What is the reason the customer wants the lx107 back? Do they plan to continue utilizing the reusable device? Yes. Has the lx107 been serviced? No. What procedure was being performed? CABG. What does the surgeon attribute the patient's death to? Surgeon wants a thorough investigation on all possibilities. Will the surgeon be willing to have a clinical conversation with ees and our medical consultant? Probably yes. Complaint reviewed with ees medical consultant. Additional questions were provided to the affiliate. Conference call took place with singapore's medical affairs, quality representative, and the sales rep at this facility: the sales rep indicated this clip applier is the only one at this account. The account is no longer using the reusable clip applier. The sales representative checked that an autopsy was performed & there has been a coroner¿s inquiry. The case is now escalated to the singapore medical council. The facility now is unwilling to return the instrument for investigation. The affiliate managed to speak to the surgeon and he provided the following information: patient was well the next few days postoperatively. He passed away on the 4th day post-op. Post mortem examination showed the clip came off the side branch. He is a 70 y/o male. The surgeon highlighted that there could be multiple factors such as whether the reusable clip applier is still functional for subsequent use, whether the clips are properly loaded into the clip applier prior to use , the clips and possibly the user. At this time, the account will not return the device for evaluation, but will return sterile clips from the same lot that was used in this event.

Manufacturer narrative:
(B)(4). Additional information: the account agreed to send the device back for analysis as long as it could be returned upon completion of our investigation. The device has been sent back to the customer. The analysis results of the device found that it was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality with sixteen of the cartridges returned from the customer; lot numbers g4t761 and g4td9h. Please note lot # g4t761 is from the same lot that was used during the incident. Upon testing, the device loaded, retained and formed the clips according to manufacturing specifications; the formed clips were evaluated using a dropping gauge and no anomalies were noted. The remaining sixteen cartridges from lot numbers g4t761 and g4td9h were analyzed using a test device, the test device loaded, retained and formed the clips according to manufacturing specifications; the formed clips were evaluated using a dropping gauge and no anomalies were noted. It could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.